Event description:
The patient alleged the life2000 device caused his respironics millennium m10 oxygen concentrator to stop working. The patient was using 4 lpm oxygen bleed in with the life2000 device. Per the patient, the home durable medical equipment (dme) provider replaced the concentrator, but the patient has not used the life2000 since his original concentrator went out. The patient has remained on oxygen 4 lpm via nasal cannula. No patient injury or medical intervention was reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The patient alleged the life2000 device caused his respironics millennium m10 oxygen concentrator to stop working. The patient was using 4 lpm oxygen bleed in with the life2000 device. Per the patient, the home durable medical equipment (dme) provider replaced the concentrator, but the patient has not used the life2000 since his original concentrator went out. The patient has remained on oxygen 4 lpm via nasal cannula. No patient injury or medical intervention was reported. The intended use of the life2000 is to provide ventilatory support. The respironics millennium m10 oxygen concentrator is intended to provide supplemental oxygen to persons requiring oxygen therapy. The life2000 device is connected to the patient¿s oxygen concentrator which is an accessory device supplied by the patient¿s home medical equipment provider. Additionally, the life2000 user manual instructs the user to refer to the accessory device's label and its accompanying documents to ensure compatibility and proper use of the accessory device. It is noted there was no patient injury associated with this event. An inspection of the device is pending at this time. Therefore, it cannot be ruled out if a malfunction of the life2000 device occurred that led to a failure of the oxygen concentrator, which could likely contribute to a serious injury or death if it were to recur. Therefore, this complaint is considered a reportable malfunction. If additional information becomes available, the complaint will be reassessed.

Event description:
The patient alleged the life2000 device caused his respironics millennium m10 oxygen concentrator to stop working. The patient was using 4 lpm oxygen bleed in with the life2000 device. Per the patient, the home durable medical equipment (dme) provider replaced the concentrator, but the patient has not used the life2000 since his original concentrator went out. The patient has remained on oxygen 4 lpm via nasal cannula. No patient injury or medical intervention was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The patient alleged the life2000 device caused his respironics millennium m10 oxygen concentrator to stop working. The patient was using 4 lpm oxygen bleed in with the life2000 device. Per the patient, the home durable medical equipment (dme) provider replaced the concentrator, but the patient has not used the life2000 since his original concentrator went out. The patient has remained on oxygen 4 lpm via nasal cannula. No patient injury or medical intervention was reported. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The respironics millennium m10 oxygen concentrator is intended to provide supplemental oxygen to persons requiring oxygen therapy. The life2000 device is connected to the patient¿s oxygen concentrator, which is an accessory device supplied by the patient¿s home medical equipment provider. Additionally, the life2000 user manual instructs the user to refer to the accessory device's label and its accompanying documents to ensure compatibility and proper use of the accessory device. It is noted there was no patient injury associated with this event. An inspection of the device is pending at this time. Therefore, it cannot be ruled out if a malfunction of the life2000 device occurred that led to a failure of the oxygen concentrator, which could likely contribute to a serious injury or death if it were to recur. Therefore, this complaint is considered a reportable malfunction. If additional information becomes available, the complaint will be reassessed. ---------------------------------------------------- 24oct2022, clinical evaluation update: the life2000 device was returned to hillrom for inspection. Using the submitted combo hose, the submitted ventilator was connected to the submitted compressor. The submitted patient circuit was connected to the ventilator in an extended range configuration. Therapies were run at low, medium, and high activity levels with no error message or alarms observed; no malfunction was found. The ventilator and compressor performed as intended. In this event, the ultimate cause of the concentrator failure is unknown. At present, hillrom is unable to rule out if a system interaction and/or malfunction between the life2000 device and third-party vendor oxygen concentrator is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.